Event description:
It was reported that the patient presented in clinic for follow up. The patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. Programming changes were performed. There were no patient consequences.